Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that approximately one month after implant of the implantable cardiac monitor (icm), the patient experienced a non-healing insertion site and an adhesion issue was indicated. The icm was protruding through the skin at the implant site, and the icm was suspected to have not been fully inserted at implant. The device was explanted. No further patient complications have been reported as a result of this event.